Event description:
Reporter alleged that compact blood glucose test strips were labeled with an expiration date of 10/31/2010. The manufacturer's records show the actual expiration date to be 06/30/2009. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.